Manufacturer narrative:
Investigation:the run data file (rdf) was analyzed for this event. The signals in the rdf did not indicate when the donor was connected. Review of the rdf indicated that the system alarmed with 'failure to pressurize inlet' shortly after cassette was loaded. Disposable test proceeded without issue until shortly after the 'cross over clamp' screen was displayed on the trima display screen and the trima system alarmed with 'fluid seen at low level sensor'. Signals from the rbc detector showed fluctuation during the disposable test which indicated that the colored fluid is flowing past the sensor. Based on the alarms that triggered from the signals, the device operated as intended and it was confirmed that the procedure did not initiate the collection or first return cycle. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause:the root cause of this failure was due to the operator connecting the donor before prompted by the system. The device operated as intended.

Event description:
The customer reported that the operator did not follow the prompts in connecting the donor for a collection procedure. The operator performed a venipuncture on the donor prior to loading the disposable set and start of prime. Per the customer, the collection procedure was ended approximately 1 minute into the procedure. The customer stated that the donor is 'ok' and no medical intervention was required for this event. The trima collection set is not available for return because it was discarded by the customer. (B)(6)